Event description:
No output was reported at normal follow-up. Five shocks were attempted, and all read less than 20 ohms impedance, with 0.3 to 0 joules delivered. The device was replaced. A medwatch 3500a was subsequently received with no additional information than was previously reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: arcing to the device shield created an electrical overstress that damaged the delivery circuit. This left the device able to charge, but unable to deliver a therapy. Other: no output was reported at normal follow-up. Five shocks were attempted, and all read less than 20 ohms impedance, with 0.3 to 0 joules delivered. The device was replaced. A medwatch 3500a was subsequently received with no additional information than was previously reported. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, energy, failure to deliver, impedance, low, malfunction.

Event description:
No output was reported at normal follow-up. Five shocks were attempted, and all read less than 20 ohms impedance, with 0.3 to 0 joules delivered. The device was replaced. No patient complications were reported as a result of this event.